Event description:
A patient reported an issue with the fasttake test strips. Patient noticed that a vial of strips was not allowing for the confirmation window to fill in the blood sample. Patient was applying the blood sample correctly to the edge of the test strip, but the blood was not being "sucked" in. Patient only had this problem with this vial of test strips. The strips were replaced. Patient also reported perfoming a precision testing with results of 2.3mmol/l, 8.3 mmol/l and 3.9mmo/l performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20%. This case is reported as a strip malfunction since the precision tests failing the expected value could be due to strips not taking the blood sample completely in. There was no medical intervention or treatment given. No further information has been reported.